Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The investigation determined the reported recurrent mr appears to be related to patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the recurrent mitral regurgitation. Patient ID: (B)(6). It was reported the mitraclip procedure was performed on (B)(6) 2021 to treat grade 3+ degenerative mitral regurgitation (mr). Two clips (10506r248 and 10313r290) were implanted, reducing mr to 1+. On (B)(6) 2021, during a follow up visit, echocardiogram was performed. Mr increased to 3+, due to disease progression. The two implanted clips are well seated. The mr is directed eccentrically and anteriorly. It is unknown if there was any injury related to the implanted clips. No additional information was provided.